Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the buttons on the keypad are very hard to press. Troubleshooting for keypad anomaly was performed and customer stated that they need to press the buttons really hard to get them to work. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had unresponsive buttons due to an unlocked keypad connector at the lcd board. Unable to perform displacement test due to unresponsive buttons. The pump had a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.